Event description:
It was reported that during a laparoscopic nissen procedure, the active blade broke. It did not touch other instruments. The piece of the blade was retrieved. There was no reported pt consequence.